Event description:
Per operative report: the valve was explanted due to severe mitral regurgitation with paravalvular leak. Paravalvular leak was noted posteriorly where it appeared two sutures had dehisced. No infection was noted at explant. The valve was replaced with a 31mecj-502.